Manufacturer narrative:
(B)(6). Date of birth: 1930. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization which revealed the 80% stenosed lesion, de novo ostial, bifurcated lesion located in the in the proximal left circumflex(lcx) that was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement of a 16mm x 3.50mm taxus¿ element¿ drug eluting stent. Following post dilatation with kissing balloon technique, residual stenosis was 0%. Balloon angioplasty of the left anterior descending(lad) artery was performed. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was admitted with symptoms of dyspnea, ascending retrosternal burning sensation but limited to locomotor problems and was subsequently diagnosed as "angor d'effort". Electrocardiogram(ECG) confirmed sinus bradycardia with baso-lateral subepicardial ischaemia and supero-lateral repolarization suggesting left ventricular(lv) overload. Four days post admission, the patient was discharged. The event was considered not recovered, not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, stent thrombosis of the study stent located in the proximal left circumflex(lcx) artery was noted. Aortic valve replacement and bypass was performed to treat the event. 24 days post-hospitalization, the patient was discharged. The event was considered to be resolved without residual effects.